Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the stuck guidewire seen in the field, nor were any other types of defects identified during the investigation. It was determined that there was no problem with the returned catheter that could have caused or contributed to the event reported by the field nor any other issue.

Event description:
It was reported that during procedure a farawave catheter was selected for use. However, the wire got stuck and will not advance or pull back. The physician decided then to deploy the catheter and remove it from the body. The device was replaced, and the issue was resolved. The procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure a farawave catheter was selected for use. However, the wire got stuck and will not advance or pull back. The physician decided then to deploy the catheter and remove it from the body. The device was replaced, and the issue was resolved. The procedure was completed without patient complications.